Event description:
The user facility reported that the monitors to their hexavue ip integration system were not displaying video. The event did not occur during a patient procedure. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the bs2 switch to the rack was not operating properly. The switch was discarded and is not available for evaluation, therefore, a cause of the reported event could not be determined. To resolve the issue, the technician replaced the switch. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.